Manufacturer narrative:
(B)(4). Age/date of birth: unknown. Gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then the case turned into a vitrectomy so the lens was removed within the same procedure. The patient had a weak capsule. No further information was received.